Event description:
Ous MDR - on the (B)(6) 2014, after a medical examination, the patient complained of diaphragmatic stimulation, so a thoracic x-ray exam was performed, discovering that the rv lead was dislodged. It was decided to reposition the lead and all the measurements were good.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.in the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The fixation helix was found completely encased with tissue. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR: during the follow up on november 4, the rv electrical value were not acceptable: r= 2,0 mv and there was no capture in the rv. It appears the lead is set back compared to the last normal position after the lead was repositioned on (B)(6). The physician decided to perform another repositioning at more experienced center. On (B)(6), the physician decided to remove the leads and devices due to a suspected infection. Then, after 2 days, at patient was implanted a new ICD system on right side.